Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon, and also found that this phenomenon was caused by the breakage of the suction channel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that the reported phenomenon was attributed to the inadequate brushing and/or insufficient water supply during the pre-cleaning and/or manual cleaning, or adherence of the foreign material in the suction channel due to the delayed pre-cleaning after the procedure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign object came out from the suction channel of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.